Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. No further details were provided by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on with appropriate audible tones and vibration; however, the display screen was blank. Investigation revealed that the blank screen was the result of a failed display flex. The failed display was replaced with a test display, which functioned properly.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.